Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult inspiratory-heated breathing circuit did not pass the ventilator leak test. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The PMA/510(k): the rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and submerged in a waterbath to test for leaks. Results: a leak was found in the water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. A lot check was not performed as no lot information had been provided. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt212 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).